Manufacturer narrative:
(B)(6).

Event description:
It was reported that a guidewire tip fracture occurred. An angioplasty was performed for critical limb ischemia. A 300cm pt graphix guidewire was used to cross the lesion, but a fragment of the wire tip broke off and lodged in perivascular tissue, following perforation of a vessel. A decision was made to leave the fragment in situ as it would be less risky than attempting retrieval. The procedure was completed. The patient was reported to be well throughout the procedure and had no clinical impact. No further patient complications were reported in relation to this event.